Manufacturer narrative:
Additional information: which firing of the device did this event occur on? 7th. What vessel or structure was the device fired on at the time of the event? Uterine artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes torquing. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, a scissored clip was noticed during the 7th firing of the device. The device fired properly on the 8th firing but the surgeon did not feel confident in using the device again. Another device was used to complete the procedure. There was no adverse consequence to the patient.